Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm. The customer¿s blood glucose level was 84 mg/dl at the time of incident. Customer was able to clear the alarm, however not able to complete rewind the insulin pump. Customer stated that the temp basal was programmed before the alarm occurred. The customer reported that the alarm did not occurred shortly after inserting a new battery. Customer stated that the alarm was recurring during normal use of insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and they may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the a21 error test, self test and displacement test. No a21 alarm noted during test.